Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The was positioned in the laa of the patient and the physician then inserted the wds. Three deployments and three partial recaptures were performed trying to improve the position of the device. After the third deployment it was via contrast injection that there was a perforation of the appendage. The closure device was deployed and a pericardial effusion was noted via transesophageal echocardiogram. The patient remained stable and the physician checked the release criteria for the closure device. After all release criteria was met the device was released from the core wire and successfully implanted in the laa of the patient. Following the release of the device the physician performed a pericardiocentesis. The patient was given decadron, toradol, protamine and kcentra. The patient remained in the hospital with the drain still in from the pericardiocentesis. Overnight the drain was removed and the effusion was no longer present. The patient was then restarted on eliquis. The patient was discharged home doing well two days post procedure.